Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. At the time of the report, the ectopic pregnancy outcome was unknown. The reporter considered ectopic pregnancy to be related to essure. The reporter commented: case linked with (B)(4) second pregnancy case incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.